Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a case/condition (loose internal component) issue. No further information was provided. Animas customer support made several attempts to contact the reporter for additional information; however, the reporter did not respond. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2018 with the following findings: on investigation, there was no unusual noise coming from inside the pump. The pump was opened for further investigation with no loose component(s) found. Investigation did not confirm nor duplicate the complaint.